Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had poor image quality with grayed out images during a case. The 9900 system had to be rebooted and the procedure was completed. No pt injury was reported.